Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6607553.

Event description:
Related manufacturer reference number: 1627487-2024-07055. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received wherein the scs system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.